Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture" and "exchange from textured to textured to smooth due to the patient concern of the implant."

Event description:
Healthcare professional reported "rupture" and "exchange from textured to textured to smooth due to the patient concern of the implant." Record is for right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are rupture: not observed, anxiety-product/procedure: unable to observe. As per the investigation procedure, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to textured to smooth due to the patient concern of the implant." Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, d6b, h6.

Event description:
Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.